Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was noted on the right atrial (ra) lead. All therapies disabled. The lead remains in use. No patient complications have been reported as a result of this event.